Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, during a first diagonal direct stenting procedure, a small area of proximal edge dissection as identified after the 2.5 x 18 xience v stent was implanted. A second xience v stent was implanted to cover the dissection. The event resolved without sequela. The patient was discharged the following day. There is no additional information available.

Manufacturer narrative:
Dissection is a known possible outcome of coronary stenting procedures, and is listed in the IFU as a potential adverse event and states: "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." The IFU also states; "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." It is possible that not-pre-dilating the lesion could have been related to the dissection, though this could not be confirmed.